Event description:
It was reported that the user experienced difficulty actuating the sleep/wake button on a color ilet; after placing the device on the charger, the button became easier to press and the device woke as expected, with no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or change in therapy. Investigation included troubleshooting and user education, with verification that no alerts or alarms occurred. Investigation of this case revealed a transient mechanical responsiveness issue with the sleep/wake button that resolved with charging, with no device component damage observed. It was concluded, based on previously established findings for similar reports, that the cause was user interface difficulty with normal device functionality.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.